Manufacturer narrative:
Lake region lot number 01424291 is cordis lot number 01424291. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424291. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 50 units, which were shipped from lake region medical on june 24, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Other devices used to implant the enterprise system consisted of prowler select plus (cordis endovascular) lot number unknown, transcend 14 microwire (boston scientific), echelon 10 microcatheters (ev3), 1 microplex 10 coil, 2 hypersoft 3mmx4mm (microvention), and a deltaplush (micrus) lot number unknown. The admitting diagnosis was transient dysphasia probably due to a detachment of emboli into the blood flow during the procedure. The aneurysm characteristics was a left carotid-ophthalmic (supraclinoid carotid) re-canalized after previous endovascular treatment. Medications consisted of aspirin- pre-intra-post procedure and 1 year post procedure, plavix pre-intra - (6x75mg)-post and 3 months post procedure, and heparin intra-procedure. The event was unrelated to the stent and it was clinically significant. No additional information was available. The patient was admitted to treat a recurrent aneurysm (treated with non-cordis/doman products 6 months prior to the index procedure) after endovascular treatment and measurement of 4mm sac height, 3mm sac width, and 3mm at the neck. The patient did not have previous sah, and the wfns was 1 and the modified rankin scale was 0. The enterprise 14mm was utilized for the procedure and a jailed technique was utilized. Treatment was achieved without technical adverse event, and complete occlusion of the aneurysm. The modified rankin at discharged was 2. The 30 day follow-up indicated that the modified rankin scale was 1 and there was no adverse event reported. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported via the (B)(4) study that retrospective analysis of post enterprise vrd assisted coiling of a recanalized aneurysm the angiographic exam, showed a flow slowing (thromboembolic event and increase in blood pressure) at the pre-frontal branch level of the left cerebral artery, and the modified rankin scale during the event was 1. Treatment with aspirin and plavix was maintained. A voluntary increase of the intra arterial pressure was done, permitting a partial regression of the phasic troubles. The thromboembolic event was not observed on initial angiograms. Follow-up angiogram after the thrombotic event showed that there was no residual flow into the aneurysm. During the procedure, there were no issues with any of the devices that may have contributed to the event. Prior to the procedure, the patient did not have any neurological symptoms or deficits, and there were no indications of any conditions causing hypercoagulable state. The procedure was treatment of a left carotid-ophthalmic (supraclinoid carotid) aneurysm which had re-canalized after previous endovascular treatment with noncordis/codman devices. There was a 4mm sac height, 3mm sac width, and 3mm at the neck. The patient did not have previous sah, and the wfns was 1 and the modified rankin scale was 0. A prowler select plus microcatheter was used to implant the enterprise and a jailed microcatheter (eschelon 10) technique was utilized for coil placement. Treatment was achieved without technical adverse event, and complete occlusion of the aneurysm. The modified rankin at discharged was 2. The diagnosis was transient dysphasia reported as probably due to a detachment of emboli into the blood flow during the procedure. Medications consisted of aspirin- pre-intra-post procedure and 1 year post procedure, plavix pre-intra - (6x75mg)-post and 3 months post procedure, and heparin intra-procedure. The event was reported as unrelated to the stent; clinically significant. The 30 day follow-up indicated that the modified rankin scale was 1 with no reported adverse event. No additional information was available. (B)(4) medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424291. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Thromboembolic events are known potential adverse events associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries and the previously embolized aneurysm may result in embolization of debris from the intimal layers of these arteries/aneurysm. Although based on the available information and without procedural/diagnostic images, no definitive conclusion can be made; patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The (B)(4) study indicated that retrospective analysis of post procedure angiographic exam, showed a flow slowing (thromboembolic event and increase in blood pressure) at the pre-frontal branch level of the left cerebral artery, and the modified rankin scale during the event was 1. Treatment with aspirin and plavix was maintained. A voluntary increase of the intra arterial pressure was done, permitting a partial regression of the phasic troubles. The thromboembolic event was not observed on initial angiograms. Follow-up angiogram after the thrombotic event showed that there was no residual flow into the aneurysm. During the procedure, there were no issues with any of the devices that may have contributed to the event. Prior to the procedure, the patient did not have any neurological symptoms or deficits, and there were no indications of any conditions causing hypercoagulable state. The lot number for the enterprise system is 01424291.